Event description:
A pt was implanted with a lc-dcp plate and 4.5mm cortex screws for a right humeral fracture on (B)(6) 2012. Post implant, the pt complained of pain and x-rays taken on an unk date revealed non-union and two broken screws. The pt was returned to the operating room on (B)(6) 2012 for hardware removal and revision to a narrow 9-hole plate with new screws and dbx bone putty. The shafts of the two broken screws were left in the pt. This report is #8 of 9 for the same event.

Manufacturer narrative:
Investigation is ongoing. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn.

Manufacturer narrative:
A manufacturing evaluation was conducted. No lot numbers were provided. This screw is whole and intact. The profile of the head, type of thread, and thread profile suggest that this is a member of the 214.8xx family of screws. If so, its length of 34mm would make this a 214.834. The head is laser etched. The part was made prior to 10/12/2011. The hex is in fair condition with vertical marks on the drive walls and marks with displaced material at the top of the drive. The top of the head has several spoke-like marks emanating from the drive with some extending over the band. A few of these marks extend onto the bottom of the head. The bottom of the head is lightly to moderately damaged and has some light impact marks and galling. Threads one, two, and three have been compressed on two sides, approximately diametrically opposed, and the shaft is slightly bent in this area. The remaining threads have been compressed into a t at the major diameter to within 6 threads of the tip. The approximate 6 threads near the tip are in relatively good condition as are the flutes and the tip. Due to the type and extent of damage incurred, and also because no part nor lot numbers were provided, no conclusion can be determined from a manufacturing standpoint.

Manufacturer narrative:
This device is used for treatment, not diagnosis. No x-rays were provided, but the construct was on a humerus. The type of fracture was not disclosed. The construct had all holes filled - 8 screws, 8 hole plate - and the plate was a broad plate. The plate construct - broad plate, all holes filled - may have been too stiff for the nature of the fracture which could have lead to the non-union.